Event description:
International customer reported that the device came into contact with the patients' bedframe and subsequently developed a pinhole leak six days following initial activation of the device. The device was removed from service and exchanged.

Manufacturer narrative:
Date sent to the FDA: 06/18/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2008-00000 for the other medwatch. The same patient is represented in each medwatch.